Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 215689682, was returned and analyzed. Visual inspection of the mapping catheter showed the mapping catheter was inserted into a catheter and the introducer was broken at the proximal end attachment with the torque. In conclusion, the tip/ loop kink was not reproduced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, difficulty entering the pulmonary veins was experienced. After many attempts, it was noted the balloon portion of the balloon catheter and the end of mapping catheter were bent. The balloon catheter and mapping catheter were replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.